Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient attempted to deliver a bolus using his personal therapy manager (ptm) but instead saw error message 8286, which indicates an empty pump. He was asked if he heard an alarm and he stated he did not, but he did not "have the best hearing" so he could have not heard it. The patient noted he had an appointment with his doctor for the following day. No further complications were reported.